Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned, only the stent implant was returned in the protective sheath on the stylet. There was no blood or contrast visible. The middle section of the stent appears to be slightly larger than the proximal and distal ends. There was no other damage noted to the stent implant. A laser micrometer was used to measure the outer diameter of the stent. The outer proximal and distal diameters met manufacturing criteria; the middle outer diameter was oversized and did not meet manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath which met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned stent implant that was in the protective sheath on the stylet. The sds was not returned. It was reported that the stent implant dislodged prior to use; however, according to the account, it was unknown whether the stent dislodgement occurred while unpacking or during preparation. Analysis of the stent implant revealed no blood or contrast visible. This suggests that the stent dislodgement likely happened outside the body, as reported. Potential causes of stent dislodgement, as observed in past incidents, may include positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper of inadequate crimping at the time of manufacture. If force is inadvertently applied during removal of the protective sheath, the stent may sustain mechanical damage and/or become disrupted on the balloon, which may then facilitate stent dislodgement. In this instance, the middle section of the stent appeared larger than the ends, but no other damage was noted to the stent. Dimensional analysis of the stent outer diameters confirmed that the middle portion of the stent did not meet manufacturing criteria and was oversized; however, it is expected that the stent would slightly expand during travel over the balloon. The protective sheath inner diameter met manufacturing criteria indicating the stent was adequately protected. In this instance, a conclusive root cause for the stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent implant dislodged prior to use. It is unknown if it occurred while unpacking or during preparation of the device. There was no patient involvement. No additional event or patient information is available.